Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only: the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name previous brand name: servo-I, corrected brand name: servo-I base unit d4 - version or model # previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. It was reported that the ventilator failed pre-use check. There was no patient involvement. The reported issue has been confirmed during evaluation of the received problem description. Service report and device's log files were not provided. No further information is available as the customer has decided not to repair the affected ventilator.

Event description:
Manufacturer's ref. #: (B)(4).